Event description:
It was reported that the patient's device alerted due to high impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. The svc coil was programmed off, and the clinic chose to monitor going forward. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Impedance svc defibrillation impedance steady at 70 ohms, and rises out of range (> 200 ohms) starting (B)(6) 2015. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2013; 4296-78, lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a superior vena cava (svc) defibrillation coil fracture. Additionally the rv lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable impedance. The lead currently remains in use. No patient complications have been reported as a result of this event.